Event description:
The customer reported a device with a burning smell. Testing and investigation found during visual inspection that marks were observed on the ac power cord connector and the power cord was replaced. The event was confirmed and the probable cause for the power cord burns was a damaged ac power cord.